Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece. Visual inspection found two external abrasions breaching the outer insulation distal to the connector boot consistent with friction to device can. The outer coil was found to be exposed at both locations. Electrical testing did not find any indication of conductor fractures or internal shorts.